Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose was 119 mg/dl. Customer reported an alternate method of insulin delivery was not available. Customer would continue to try and use the pump and will reach out to health care provider for additional assistance.